Manufacturer narrative:
A photo was provided showing a tego in a plastic bag. The tego appeared to be sheared apart and only pictured half of the tego. The reported complaint on the d1000 can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13794982 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received. Additional contact: (B)(4).

Event description:
The event involved a tego® connector where the customer reported that they are unable to remove the cap from the tunnel catheter. They removed it with forceps and tweezers in many small pieces. Plastic sheared and cracked. It was in contact with patient blood when in use though no cytotoxic or additional biohazard precautions known. There was patient involvement but no report of patient harm.